Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's screen was very scratched and they could not read it. The customer reported that they experienced high blood glucose levels after priming and putting in a new infusion set. The buttons were hard to press. The insulin pump made a high pitched sound when rewinding and rejected brand new batteries. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. Device primed properly. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window, (B)(4).